Event description:
It was reported the patient was in her powered wheelchair and was reaching for an object. It is unclear whether or not the patient was belted in at the time. The patient slipped out of the chair and fell to the floor. The patient sustained a cut on her face. No details regarding the treatment provided to the patient¿s injuries, if any, were provided.